Event description:
Reporter noted several cases fo endophthalmitis following cataract surgery over past year. Cases were at end of day; two surgeons involved. Wanted phaco handpieces checked for possible debris remaining after cleaning process. Patient 4 of 5: surgery date was 05/2005. Cultured: staph. Current status is unknown.